Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was 280 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they changed out their infusion set, everything was fine but later they had issues with air bubbles. Customer had air bubbles inside of the reservoir, the tubing and the cannula. Customer advised the size of the air bubbles were fair. Customer advised this was a past event and did not need any further assistance.